Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. During review of the alarm log, a downstream occlusion alarm was discovered. It was also noted upon visual inspection that the door of the infusion pump was broken, which is a condition known to cause the device to present with downstream occlusion alarms. An internal inspection also found that the main battery was swollen. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-120 alarm (unspecified alert, alarm, and/or service code). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.